Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record review could not be performed as the part and lot information regarding the complaint device was not provided. The similar complaint review was not performed because there was no device malfunction reported and this complaint was based on an article review with no device/lot information provided. Based on the information reviewed, and due to the limited information available (article based on multiple individuals with no specific information regarding the individual patients), a cause for heart failure, hemorrhage, cerebrovascular accident, myocardial infarction and tricuspid regurgitation (tr) cannot be determined. It should be noted that the mitraclip instructions for use states under the "intended use" section that "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported off-label use of the device was associated with the procedures being performed on the tricuspid valve. The patient effects of heart failure, hemorrhage, cerebrovascular accident and myocardial infarction are listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling. Literature title : impact of massive or torrential tricuspid regurgitation in patients undergoing transcatheter tricuspid valve intervention.

Manufacturer narrative:
Dates of event, implant, and explant: dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature title : impact of massive or torrential tricuspid regurgitation in patients undergoing transcatheter tricuspid valve intervention.

Event description:
This is filed to report heart failure, recurrent tricuspid regurgitation, myocardial infarction, stroke and bleeding. It was reported through a research article that a total of 333 patients with massive or torrential tricuspid regurgitation (tr) underwent a transcatheter tricuspid valve intervention (ttvi). Within one year of the procedure, the mitraclip may have contributed to death, heart failure, recurrent tricuspid regurgitation, myocardial infarction, stroke, bleeding, rehospitalization, medical intervention and surgical intervention. Details are listed in the attached article, titled ¿impact of massive or torrential tricuspid regurgitation in patients undergoing transcatheter tricuspid valve intervention.¿ no additional information was provided.